Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a left vdro (removal of hardware with revision), revised dega, left adductor release and gluteal surgery on (B)(6) 2015 and suture was used. Post-operatively, a dehiscence was observed while in a rehabilitation facility and internal sutures were visible. On (B)(6) 2015, the left groin incision was cleaned and sutured. On (B)(6) 2015, the patient was transferred back to the hospital and on (B)(6) 2015 underwent an incision and debridement of the left proximal, medial and lateral femoral wound dehiscence. Wound cultures grew pseudomonas aeruginosa. It is reported that the incisions are healing well.